Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant product: carto 3 system. (Model# unknown lot # unknown). (B)(4).

Event description:
During a clinical trial sponsored by bwi, it was reported that a (B)(6) female patient underwent a pulmonary vein isolation (pvi) ablation procedure for persistent atrial fibrillation with a thermocool® smarttouch® sf uni-directional nav catheter and suffered dyspnea requiring no medical or surgical intervention. Medical history includes systemic hypertension (htn), diabetes mellitus (dm) type ii, and moderate obstructive sleep apnea (osa). On post-procedure day 1, the patient developed dyspnea. There were no interventions. Patient required prolongation of existing hospitalization as a result of this event. Issue resolved without sequelae. Principal investigator assessed this event as mild in severity, serious, not device-related, and possibly index procedure-related. Radiofrequency energy was delivered from this catheter with 95 applications. There were no device deficiencies reported.